Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the battery pins were bent. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently retuned to the customer for use.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, physio-control observed that the device had bent battery pins. As a result, the device may power off unexpectedly, if needed. There was no patient use associated the reported event.